Manufacturer narrative:
The hospital ordered a control panel for replacement. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.